Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 45 first prime pulses and was deactivated at the end of first prime. No damages or defects were found that would prevent the device from completing second prime and deploying the needle mechanism as expected. The cannula could not have retracted as reported as the cannula was not deployed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula was not visible during activation and has retracted, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. The pod was not worn.